Event description:
On (B)(6) 2021, while sizing the apical segment of the left upper lobe, a sizing wing of the delivery catheter broke in the patient. The sizing wing was successfully removed using forceps, and a new edc was used to complete the procedure without any further issues.